Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h11. H4: the lot was manufactured august 19-21, 2025. The device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and flow rate was found to be within the product flow rate specification. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor underinfused during a cefazolin 6g infusion. The event occurred at patient's home following refrigeration and equilibration to room temperature for approximately 30 to 45 minutes prior to infusion. The registered nurse confirmed flow prior to connection, and no air bubbles, crystals, or particulates were observed. The luer connection was taped to the patient's skin and "kept level with the housing"; however, the device reportedly stopped infusing. The patient's condition deteriorated, requiring hospital readmission. At the time of reporting, the patient was stable and receiving intravenous cefazolin and additional antibiotics. No additional information is available.